Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
"It was reported that a patient underwent a revision surgery due to anterosuperior escape. Stem retained from previous surgery. Ascend flex anatomic total converted into ascend flex reversed. Patient ID: (B)(6)"